Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was not impacted. A system check was performed and a crack/damage was observed to the cartridge. Reportedly, a cartridge change was performed to address the issue. Tandem technical support attempted to follow up with the customer multiple times to determine whether the cartridge change resolved the issue; however, no response was received.